Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp y-type microbore catheter extension sets had disconnected one-links. The nurse discovered that the tubing of one device disconnected during patient infusion, resulting in a leakage. The nurse attempted to replace the set with another device, when it was observed that the lure-lock was not connected and fell to the ground. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.